Event description:
A site director reported a case of stage 1 dlk (diffuse lamellar keratitis), experienced by one right eye after lasik. This was observed at one day after surgery. Follow up info received showed pt received medication to treat the reported event, and that the surgeon expects the dlk to resolve without any further issues. Request for further info was declined, as there was no concern for the pt's outcome.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was based on MFR's acceptance criteria. A review of the technical service on-site visits showed no abnormalities that could have contributed to this event. System had been checked prior to and after the reported date of event, and was verified to meet specifications. A root cause, for the reported event, could not be determined. (B)(4).